Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy, however after extensive troubleshooting, a replacement pump was sent to the customer to resolve the issue.